Manufacturer narrative:
Approximate age of device - 3 years and 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was diagnosed with a driveline infection that was not being adequately treated with antibiotics alone. On an unspecified date, the patient presented with worsening drainage from the exit site. Wound cultures from (B)(6) 2018 were (B)(6) for (B)(6). A gallium scan on (B)(6) 2018 confirmed a driveline infection. On (B)(6) 2018, the patient was taken to the operating room for an incision and drainage procedure and removing the driveline from the infected area and rerouted to a non-infected area. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.